Event description:
Superior vena cava (svc) was injured during the procedure. As per cc form: transvenous lead extraction (tle) of 10 years old st. Jude leads. Isolation was already damaged in the pocket. Passage through the subclavian vein was very difficult because of strong calcifications under the clavicular bone. Both leads sticking together and had strong adhesions at the superior vena cava (svc) even at the vena anonyma. After soft traction lead bundle jumped up and atrial lead scratched the svc with an in-consequence ca 5 mm tear and moderate bleeding into the mediastinum . After blocking the svc different short times the bleeding stopped and an implantable cardioverter-defibrillator (ICD) lead is implanted. After a following control under computed tomography (CT) a small bleeding is detected and patient is transferred to a heart surgery dept. Of (B)(6) hospital.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. PMA/510(k): k141148 the device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint could not be confirmed other than by testimony. The complaint/event entered within trackwise: "svc was injured during the procedure." Per complaint: " transvenous lead extraction (tle) of 10 years old st. Jude leads. Isolation was already damaged in the pocket. Passage through the subclavian vein was very difficult because of strong calcifications under the clavicular bone. Both leads sticking together and had strong adhesions at the superior vena cava (svc) even at the vena anonyma. After soft traction lead bundle jumped up and atrial lead scratched the svc with an in-consequence ca 5 mm tear and moderate bleeding into the mediastinum . After blocking the svc different short times the bleeding stopped and a implantable cardioverter defibrillator (ICD) lead is implanted. After a following control under computerized tomography (CT) a small bleeding is detected and patient is transferred to a heart surgery department of next university hospital." The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. A risk assessment will be performed within the complaint summary tab of trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. G5 ¿ PMA/510(k): k141148. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Superior vena cava (svc) was injured during the procedure. As per cc form: transvenous lead extraction (tle) of 10 years old st. Jude leads. Isolation was already damaged in the pocket. Passage through the subclavian vein was very difficult because of strong calcifications under the clavicular bone. Both leads sticking together and had strong adhesions at the svc even at the vena anonyma. After soft traction lead bundle jumped up and atrial lead scratched the svc with an in-consequence ca 5 mm tear and moderate bleeding into the mediastinum. After blocking the svc different short times the bleeding stopped and an implantable cardioverter-defibrillator (ICD) lead is implanted. After a following control under computed tomography (CT) a small bleeding is detected and patient is transferred to a heart surgery department of (B)(6)hospital.

Event description:
Superior vena cava (svc) was injured during the procedure. As per cc form: transvenous lead extraction (tle) of 10 years old st. Jude leads. Isolation was already damaged in the pocket. Passage through the subclavian vein was very difficult because of strong calcifications under the clavicular bone. Both leads sticking together and had strong adhesions at the superior vena cava (svc) even at the vena anonyma. After soft traction lead bundle jumped up and atrial lead scratched the svc with an in-consequence ca 5 mm tear and moderate bleeding into the mediastinum . After blocking the svc different short times the bleeding stopped and an implantable cardioverter-defibrillator (ICD) lead is implanted. After a following control under computed tomography (CT) a small bleeding is detected and patient is transferred to a heart surgery dept. Of (B)(6) hospital.

Manufacturer narrative:
PMA/510(k): k141148. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint could not be confirmed other than by testimony. The complaint/event entered within trackwise: "svc was injured during the procedure." Per complaint: " transvenous lead extraction (tle) of 10 years old st. Jude leads. Isolation was already damaged in the pocket. Passage through the subclavian vein was very difficult because of strong calcifications under the clavicular bone. Both leads sticking together and had strong adhesions at the superior vena cava (svc) even at the vena anonyma. After soft traction lead bundle jumped up and atrial lead scratched the svc with an in-consequence ca 5 mm tear and moderate bleeding into the mediastinum . After blocking the svc different short times the bleeding stopped and a implantable cardioverter defibrillator (ICD) lead is implanted. After a following control under computerized tomography (CT) a small bleeding is detected and patient is transferred to a heart surgery department of next university hospital." The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. A risk assessment will be performed within the complaint summary tab of trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.